Event description:
This rv lead was implanted on (B)(6) 2008 and still remains implanted at this time. It was noted on (B)(6) 2017 that the lead exhibited noise oversensing, pacing inhibition more than 2s and a suspected abrasion and insulation defect on the rv lead. On (B)(6) 2017 there was 3 high daily rv pacing impedance measurements are recorded in (B)(6) 2017 (not oor). 7 ventricular-episodes are stored in device memory starting in (B)(6) 2017 (v6 and v7 with egm). Rv oversensing is observed in episodes v6 and v7 episodes (device programmed rv bipolar p/s, sensibility 2,5 mv). Rv noise- unipolar sensing and pacing, nonsust episode due to rv oversensing (bipolar sensing and pacing). Rv noise was reproduced in unipolar sensing configuration during pocket manipulation. Pocket manipulation - rv oversensing - unipolar sensing. On (B)(6) 2017 rv oversensing in unipolar sensing configuration was noticed when patient turned towards her left. This phenomenon was not observed in rv bipolar configuration. Rv noise- unipolar sensing and pacing, rv oversensing 2 -unipolar sensing and pacing. The physician was dr. (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).